Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products: associated MDR numbers 1225714-2014-01264 and 1225714-2014-01265.